Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was grasping tissue and got tissue caught in the instrument. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did receive the force bipolar instrument for failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument removed and attached to the instrument with no issues. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including use conditions of the product and recognition issues. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.